Event description:
The patient felt shocking during a carcinoma removal procedure that employed cautery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).